Event description:
The tibial insert has popped out per x-rays. May be trauma related.

Manufacturer narrative:
Conclusion statement: records reviewed of product lot file and found to be complete, accurate, and acceptable.